Event description:
While using a byte day aligners, patient reported that they were examined by their dentist who recommended that the patient terminate the byte aligner treatment due to increase of sensitivity in the maxillary and mandibular right since the patient's treatment with byte aligners began. The patient's dentist feels that the sensitivity is due to movement of teeth and increase in recession.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.